Manufacturer narrative:
Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3982, serial# (B)(4), implanted: (B)(6) 2001. Product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3888-28, lot# l40602, implanted: (B)(6) 1997, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient had an implantable neurostimulator (ins) on each side with the ins on their right side stimulating their left leg and vice versa. It was further noted the patient saw their healthcare professional who checked the device and told the patient the battery was getting close to being dead. The reporter stated the healthcare professional (hcp) scheduled a replacement for the ins on the right side of their body. The reporter further stated they talked to another hcp who ¿messed with it¿ and changed the settings on the right side ins and now when they turn the ins on, ¿its wide open.¿ it was noted the patient clarified that by wide open they meant the ins was shocking them. It was further noted the patient was shocked, so hard they could not stand the pain and all his leg would do was quiver. The reporter stated they could turn it off, but the hcp could not turn it down. The reporter further stated it was working fine and they did not understand why they had to mess with it. It was noted the patient¿s left ins worked fine to stimulate the right leg. It was further noted that when the patient turned on the right side ins, it stimulations the right leg now instead of the left leg like it used to. The reporter stated that not only was it uncontrollable by them or the hcp, every time they turn it on, its shocking as hard as possible and it¿s going down the right leg. The reporter stated this had been going on for a year. It was noted the patient¿s ins on their right side was ¿messed up¿ and the ins on the left side of the body worked appropriately. It was further noted the patient¿s hcp advised them to contact a manufacturing representative. The reporter stated they had one ins that was nearing end of life, but still worked. It was further noted the patient was told they have 800 or 900 hours left in the ins on the left side of their body. The reporter stated they were totally disabled and they got hurt and were put on disability. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #6000032-2014-00042.